Event description:
A caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The customer's blood glucose level was reported as "high," but the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via the pump without requiring third-party assistance. Customer support instructed the caller to continue filling the tubing until reaching the correct amount of insulin.